Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, no suture was attached to the needles when the needle plunger was removed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the anterior and posterior needle tips remaining attached to the link and their respective cuffs. The monofilament with the pre-formed knot remained loaded on the suture trimmer. Although it was reported that when the needle plunger was removed, no suture was present, the investigation revealed that the monofilament was pulled out from the artery, which is inconsistent with the reported event. Based on the findings, the probable root cause for the suture being pulled out of the artery is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A hospital in (B)(6) reported that a bc060 single-heated breathing circuit was found to be open circuit. The humidifier alerted the staff to the fault during setup (prior to patient use).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #2-1 perclose proglide, part# 12673-05, lot# 920416h is being reported under a separate medwatch report number.